Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device:inside placenta/ uterus perforation'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2010, obesity, multigravida and parity 6 (dates of live births: (B)(6) 1991, (B)(6) 1992, (B)(6) 2003, (B)(6) 2005,2 (B)(6) 2007, (B)(6) 2010.). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant), 2 years 7 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced eczema ("rash/skin condition/ eczema"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), fatigue ("fatigue"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, eczema, bladder disorder, fatigue, alopecia, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 162lbs. Patient received treatment for events-pregnancy (with complications), migration of essure device location of device: inside placenta, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: previously reported event- allergic rash was replaced with specific event eczema, onset date of previously reported events- pregnant with essure micro-insert, uterine perforation, hair loss, abdominal pain was added, reporter was added, consumer height and weight was added, medical history was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterus perforation'), pregnancy with contraceptive device ('pregnancy (with complications)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, fatigue, alopecia, hormone level abnormal, headache, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, visual impairment and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event "injury" was update to "chronic pain/pelvic pain", events-"migration/uterus perforation, pregnancy (with complication), general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, rash/skin condition, bladder problems, fatigue, hair loss, hormonal changes, headaches, vision problems, weight gain, device ineffective and she did not underwent essure confirmation test", reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.